Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a cholecystectomy, ligamax not functioning. Device did fire clips. The clips did malform. The clips didn't drop or eject. Alternate ligamax used when complaint device did not work. The surgery was delayed by 15-minutes. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: the analysis results found that the el5ml device was received with the shaft bent. The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No functional test was performed due the condition of the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. The damage to the device occurred, it is possible that the damaged was due to an improper handling of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No lot or batch were observed, therefore, a manufacturing record evaluation could not be performed.